Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the customer noticed the distal cover to be missing immediately upon removing the scope from the patient¿s mouth at the end of the procedure. The physician used a gastroscope to try to find the distal cover immediately and was not able to locate the distal cover. The patient needed additional anesthesia, so that the scope could be switched out with a gif scope to search for the missing distal cap in the gastrointestinal tract.¿ there have been no adverse effects to the patient as a result of the missing distal cover. It is unknown if the distal cover has been current status of the patient is unknown. The distal cap was inspected before use after attaching to the tip, as is always done. There were no anomalies. There was no damage noted. Once attached to the scope, the distal cap was pulled, as usual, to make sure the connection was secure. No anti-fog agent was used to the scope lens. Gel lubricant is always used prior to scope insertion. This scope has never been serviced by a third party. Patient details and demographics, and existing medical conditions are unknown. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.